Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pseudoaneurysm. The following information was provided by the user facility: a percutaneous coronary intervention was performed; the angio-seal device was used for hemostasis; the clear stop on the suture did not appear and the collagen was placed by pushing the tamper tube several times; as the bleeding stopped, the hemostasis procedure was completed; on (B)(6), the patient developed pains as a hematoma was identified; the progress of the patient was observed; on (B)(6), the patient complained the pain got worse, so the physician took an echo and CT images, and pseudoaneurysm was identified; a surgical procedure was performed to remove the anchor that was folded in the dogleg shape and was partially stuck out of the blood vessel; the anchor was successfully removed and they sewed the wounded area on the vessel; the patient is recovering; confirmation by the supersonic wave and CT scanning was performed; the physician had completed the training process on the device prior to this case; the puncture site was proximal to the inguinal ligament of the right common femoral artery; and size of the sheath ancillary used was 7fr and the vessel diameter was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the completed investigation results. The anchor, suture, and collagen from an 8fr angioseal sts plus device was returned for evaluation. The components were received in a plastic sample container with unknown liquid likely formaldehyde or another preservative solvent. The returned components were subjected to visual analysis within the returned container. A blood like substance was observed covered in the collagen, anchor, and suture. The collagen appeared to be possibly over-compacted. There appeared to be a clot of blood located on the knot of the suture. The anchor was bent into a sharp "v" shape as though excessive force was applied to the anchor leading to the deformation observed. Pseudoaneurysms may be caused from blood pooling outside of the femoral artery near the puncture site. The deformation of the anchor and the over-compaction of the collagen indicates that the seal of the puncture site was likely not complete and did allow some blood to ooze from the site. It is unclear if the deformation of the anchor occurred when the device was deployed or as the anchor was removed from the patient. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the seal of the puncture site was likely not complete and did allow some blood to ooze from the site. However, it should be noted that it is unclear if the deformation of the anchor occurred when the device was deployed or as the anchor was removed from the patient. The IFU warns against tamping be beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.